Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as no lot number has been identified/confirmed in this case. Since the screw remains in the patient no physical, material, chemical evaluation could be performed, and the exact cause of the reported issue could not be ascertained. A review of the manufacturing and inspection records did not reveal any contributing information/trends. The patient has not been revised, and therefore, neither the screw nor set screw could be analyzed. Without these implants, it is difficult to determine whether or not the rod was fully reduced or if the set screw may have been cross-threaded. The torque handles, however, were returned and determined to be within specification. If more information becomes available manufacturer will file a follow-up report at that time. Remains in patient.

Event description:
It was reported to k2m, inc. On (B)(6) 2016 that a set screw backed out at the distal end of the construct post-operatively.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as no lot number has been identified/confirmed in this case. Since the screw remains in the patient no physical, material, chemical evaluation could be performed, and the exact cause of the reported issue could not be ascertained. A review of the manufacturing and inspection records did not reveal any contributing information/trends. The patient has not been revised, and therefore, neither the screw nor set screw could be analyzed. Without these implants, it is difficult to determine whether or not the rod was fully reduced or if the set screw may have been cross-threaded. The torque handles, however, were returned and determined to be within specification. If more information becomes available manufacturer will file a follow-up report at that time. Remains in patient.

Event description:
It was reported to k2m, inc. On (B)(6) 2016 that a set screw backed out at the distal end of the construct post-operatively.